Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that as the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -17.00/+2.50/110 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2018. Reportedly, the lens remains in the eye. The surgeon plans to exchange the lens once the replacement lens has been received.

Manufacturer narrative:
The lens was exchanged and the patient is doing fine. (B)(4). It should be noted a suture was used during initial implantation. (B)(4).